Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the scasi controller and mother board and loaded new software. The system was tested and found to be working as intended and put back in service.